Manufacturer narrative:
The technician found that the upper pivots of the side rail had been broken. The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged that the upper portion of the side rail had been detached from the bed. No alleged injuries.